Event description:
This incident was reported by the contact lens fitting/prescribing eye care practitioner to the manufacturer as relayed by the patient. It was reported that the patient experienced foreign body sensation in the right (od) eye on (B)(6) 2024 and the contact lens was removed after seven days of wear. On (B)(6) 2024 the patient alleges they were diagnosed with a corneal ulcer, affecting both eyes. On (B)(6) 2024 the patient had a follow-up with their fitting/prescribing practitioner who indicates that the cornea was smooth in both eyes and no scars visible. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to allegation of a corneal ulcer of unknown location, severity, and treatment and the potential for medical intervention or medication necessary to prevent or preclude serious injury associated with corneal ulcer incidents. Should further information become available, a follow-up report will be submitted as appropriate. While the initial foreign body sensation is reported for the right eye only, the patient states both eyes were involved. As the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(6) 9614392-2024-00047 for associated incident report.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As both eyes (ou) were impacted, please refer to linked manufacturer (B)(6) 9614392-2024-00047 for associated incident report.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. Device sample returned for analysis and investigation completed on 28 august 2024. For as both eyes (ou) were impacted, and the patient was wearing different device/model in each eye, please refer to linked manufacturer report (B)(4) 9614392-2024-00047 for associated incident report.